Event description:
It was reported that the device oversensed noise and delivered an inappropriate therapy while the patient was in a hot tub. The lead integrity alert was triggered. The device was not pacing due to the oversensing. It was later reported that the device was explanted and replaced due to reaching elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device oversensed noise and delivered an inappropriate therapy while the patient was in a hot tub. The lead integrity alert was triggered. The device was not pacing due to the oversensing. The device remains implanted. No patient complications have been reported as a result of this event.